Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling and standby pacer functional stress testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. The multifunction cable and ECG cable that were being used at the time of the reported problem were not returned for evaluation. Review of the device activity logs did not show any faults that could be associated with customer's report.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device continued to pace inappropriately when heart rate is set at 70 and pacing set at 50. Complainant indicated that there was no patient involvement in the reported malfunction.